Event description:
Client experienced a severe eye infection shortly after starting use of this product. Consumer began using product at the end of sept 2005. Right away she began experiencing redness and tearing. Within a week of use, she woke up one morning and couldn't see at all-she could only see shadows. She also had constant stabbing pain. She went to a dr where she was treated with drops. She visited the dr daily for awhile. Rptr is unsure of the diagnosis. He will contact his client for that info along with other info I requested including upc and exp date.